Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000823, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer would not boot unless the external cd drive button was pressed. Testing found that the power cable for the external cd drive was not plugged in all the way. It was plugged in and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) would not boot. There was no patient present when this issue was identified.